Event description:
It was reported that the patient was hospitalized for hyperglycemia while using two consecutive pods. The patient reported that insulin was not being delivered correctly, resulting in blood glucose levels rising to 750 mg/dl while wearing the second pod between 1 and 4 hours on the infusion site abdomen. The patient sought medical attention and was transported by ambulance to the hospital on (B)(6) 2026. The first pod was removed and replaced at the hospital; however, blood glucose levels did not decrease following application of the second pod. The second pod was subsequently removed, and the patient received an electrolyte infusion, after which blood glucose levels decreased, and the patient reported feeling better. The patient was discharged from the hospital on (B)(6) 2026. This case is being reported for the second pod. The first pod is captured under case (B)(4). No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.